Event description:
During evaluation of a returned novum iq syringe pump, it was observed that there were multiple flange sensor failure (system error 21502) incidences in the event history log. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An event history log review (ehlr) was performed, and it was observed that there were multiple flange sensor failures (system error 21502). A fluid delivery test was performed with failing results. During evaluation, after removing the syringe, the device did not recognize the removal and constantly produced a "remove syringe" message. After sitting on that screen approximately 30 seconds, the device alarmed a "se 21502 flange sensor failure". A visual inspection was performed, and it was noted that the gromit had shifted. A flange sensor test was performed, and it was noted that there were failing results. The gromit was rotated into its proper position and the flange test was reperformed with the same failing results. The case halves were then separated, and the flange test was performed with failing results. The reported condition was verified. The cause of the reported condition was a shifted gromit. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. To resolve this issue, the mechanism/flange assembly will require replacement and the perimeter gasket with require mech replacement. Should additional relevant information become available, a supplemental report will be submitted.